Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 9 mm x 2.14 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a harmonic ace instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: damage was observed at the distal end of the harmonic ace instrument. The instrument was observed to have bent or misaligned tips, as well as a broken jaw. Notably, material was detached or missing from the distal end of the instrument and fragments fell inside the patient¿s anatomy. All fragments were retrieved under direct vision. There were no post-operative imaging tests, such as x-ray or ultrasound, performed to confirm that all fragments were removed, nor was any additional surgical procedure required for fragment retrieval.